Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 104mg/dl. The nurse stated that the programming in the insulin pump is accurate. No further info was provided.